Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The 12mm x 2.25mm nc quantum apex balloon catheter was used for dilation of the lesion. The balloon ruptured at an unspecified atmosphere and at an unknown inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a carrier tube. The tip was flared. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The 12mm x 2.25mm nc quantum apex balloon catheter was used for dilation of the lesion. The balloon ruptured at an unspecified atmosphere and at an unknown inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.